Manufacturer narrative:
One medfusion pump was received with the top case chipped and cracked as well as a broken bottom case. The event history log was reviewed and there was nothing pertaining to the reported issue. Inspection and multiple flow and occlusion tests were performed. The reported error was unable to be duplicated. The damaged cases were replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump had a broken shaft error and an issue with the top case. There was no patient involvement and no additional information.